Event description:
Correction: the previous or initial MDR submitted on may 30, 2024, was filed inadvertently. The antibiotics are administered as prophylactic.

Event description:
Per the clinic, the patient experienced a wound dehiscence and skin breakdown at the implant site, exposing the implant magnet (specific date not reported). Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported). Additional information has been requested but has not been made available as of the date of this report.